Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab. Results as follows: date: (B)(6) 2011, inratio: 3.9, doctor's inratio: >7.5, lab: 9.0. Test on patient's meter and doctor's meter were done side by side. Patient's therapeutic range is 2.5-3.0. Patient had unusual bleeding. Patient was admitted to the hospital after the high reading on the doctor's meter. On (B)(6) 2011, the patient's spouse stated the following in his e-mail: "the lab draw was later that night. It was 9 from the lab, which is why they admitted her to the hospital (which I found rather interesting because the inratio2 at the dr's office read 6.5 and 7.2, but 3 hours later, it was 9.)